Manufacturer narrative:
The product was scrapped at the hospital, therefore a laboratory investigation is not possible. A review for similar complaints was performed. Mcp is known of similar complaints were the reported failure of piece part 05508#einstichdorn komplett was confirmed during investigation. Based on this the failure "blue vent port fell off" could be confirmed. The affected piece part is not manufactured by maquet cardiopulmonary. The most probable cause of the failure according to the supplier is storage at temperatures that are too high which could soften the material and achieve the shape of the seat, so the elastic deformation is strongly reduced and consequently the retaining force decreases. Thus, according to the information given by our supplier, exact root cause could not be defined. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
The priming line has a blue side venting port that is light blue in color. The cork came off and created a liquid escape from priming back. This took place during priming / setup of the system. (B)(4).